Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: acquired/contour deformities. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision with an unspecified mentor gel implant and experienced multiple adverse events on the left side post-operatively. The patient presented a chest wall deformity on (B)(6) 2018 which required surgical intervention via fat grafting. On (B)(6) 2019, the patient experienced an infection on the left side, which required treatment via medication. Finally, on (B)(6) 2019, the patient presented with a cutaneous contour deformity, which did not require any intervention. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information indicating the previously reported chest wall deformity was a cutaneous contour deformity. In addition, the patient was reported to have experienced asymmetry post-operatively, which required no intervention. Finally, on (B)(6) 2020, it was noticed that information was erroneously omitted from the previous report-the patient required hospitalization in addition to medication to treat the previously reported infection. Manufacturer¿s reference number: (B)(4).